Event description:
It was reported that, "pt fell and dislocated surgeon put back in again. No xrays will be provided."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.